Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of no problem detected was selected because it can be concluded that unknown factors probably contributed to the event. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited under-sensing (at 0.3mv and then 0.15mv) and loss of capture, post implant. The physician believes the ra lead to be dislodged and reprogrammed device. No x-ray's or additional testing was completed. The patient was discharged home and the physician will monitor the patient closely. This ra lead remains implanted. No adverse patient effects were reported.